Event description:
Information was received indicating that it was observed that this cadd prizm vip pump gave constant alarm. There are no known adverse effects.

Manufacturer narrative:
One cadd prizm vip pump was returned for analysis. Visual inspection performed, and product found to be missing air detector. Event history log review was performed and found no evidence of reported problem. Visual inspected the pump and inserted battery onto pump and it displayed "alarm constantly". The customer's stated problem was verified. Inspected the pump and insert battery onto pump and it alarmed. Further investigation of the pump determined that a faulty microprocessor board was the root cause of the issue. Service replaced the microprocessor board to correct the reported problem.